Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: occurred during patient use, no reported patient injury or medical intervention. However, patient required second IV to be inserted (hence, unnecessary needle sticks). During IV insertion (product in use for less than 1 minute) emergency department rn inserted IV and blood began pouring out of the tubing that connects to the cannula.